Manufacturer narrative:
(B)(4). Conclusion: following routine service device performed according to specifications. Itc has requested all data required for form 3500a.

Event description:
A patient self-tester generated inr 1.3 on loaner protime microcoagulation system at the doctor's office and on the same day lab generated inr 3.3. Patient's therapeutic range: 2.5-3.5. No adverse event(s) reported.